Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was implanted on (B)(6) 2001. The event date was updated to (B)(6) 2016. The device was explanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast prostheses implantation with mentor devices on an unknown date for an unknown indication reported the following: chronically dehydration since fall of 2017 (dry lips, patched no matter how much liquids consumed) low white blood count, platelets 131, loss of libido (low testosterone, free t 0.02), brittle hair, severe hair loss (diagnosed with chronic telegen effluvium), scalp inflammation, diagnosed with seborrheic dermatitis (autoimmune response), chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, short term memory loss), muscle loss and weakness ( right hand grip failing ), inability to lose weight regardless of diet, inflammation of stomach, scalp, eyes, dry eyes, decline in vision, blurry, sensitivity to light , adrenal symptoms ,anxiety starting in 2016, (feeling overwhelmed, depression, cystic acne returned in (B)(6) 2018, eyebrows thinning on ends, clenching teeth, root canals and two implants, night sweats, chronic digestive problems , hard to catch breath (cardio extremely hard), vein burst in leg ((B)(6) 2018), and poor circulation (arms constantly falling asleep). The root cause of the patient's symptoms are unclear. No device issue, such as rupture or deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09083 for contralateral prosthesis report.